Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming during use on a patient and the patient had no adverse reactions". The patient status is reported as "fine".

Event description:
It was reported that staple jamming during use on a patient and the patient had no adverse reactions. The patient status is reported as fine.

Manufacturer narrative:
(B)(4). Other remarks: corrected data: